Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient¿s side hurts and will probably need surgery. The event date was unknown. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown. Additional information was received from the consumer clarifying that the circumstance that led to their side hurting was they slipped and fell followed by a car accident. The side hurting started in 2001. The cause of the side hurting was intercostal nerve damage. The steps taken to resolve the side hurting were: pain medications, massages, acupuncture, injections, and surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.